Manufacturer narrative:
H6: investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device was missing additive causing the product to clot. The following information was provided by the initial reporter. The customer stated: "serum clot activator tubes not clotting appropriately and containing large amounts of fibrin in the tubes despite sitting for the recommended time frame, always appearing to be "clotted" before spinning and on multiple patients. "

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1020642. Medical device expiration date: 2023-01-31. Device manufacture date: 2021-01-20. Medical device lot #: 1020643. Medical device expiration date: 2023-01-31. Device manufacture date: 2021-01-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device was missing additive causing the product to clot. The following information was provided by the initial reporter. The customer stated: "serum clot activator tubes not clotting appropriately and containing large amounts of fibrin in the tubes despite sitting for the recommended time frame, always appearing to be "clotted" before spinning and on multiple patients. "